Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator delivered 2 inappropriate shocks, not isolated to a single episode, due to a low/amplitude poor morphology change that resulted in t-wave oversensing. The vector configuration was changed from secondary to alternate, and the patient will continue to be monitored. Reportedly, the patient indicated to have been shocked in previous years too. However, there were no treated episodes in this patient records. This implantable electrode remains in service and no additional adverse patient effects were reported.